Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears.